Event description:
It was reported to boston scientific corporation that an endovive one step button kit pull method was attempted to be used during a gastrostomy procedure. The exact procedure date was unknown. During the procedure, there was an unusual resistance when pulling the button up to the stomach wall. Instead of grabbing the button manually, the user pulled the button using a pean hemostatic forceps as it could not be pulled up; however, the button broke. They used another one step button 4.4cm and the procedure was successfully completed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150208 captures the reportable event of internal bolster entrapment. Imdrf device code a0501 captures the reportable event of internal bolster detached. Block h11: the returned endovive one step button kit pull method was analyzed. A visual analysis found the device was returned with a percutaneous stoma measuring device and a retrieval snare inside a sealed pouch. A decompression tube and a button bolus feeding set was also returned. The button part of the device returned detached in half. No other problems with the device were noted. With all available information, boston scientific concludes the reported event of bolster detached was confirmed. Based on the condition of the returned device, this problem may have occurred due to the technique used by the physician or the way the device was being handled when pulling it from the stomach with a pean hemostatic forceps. The device had markings that suggest that the tube was broken. Therefore, the most probable root cause is adverse event related to procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150208 captures the reportable event of internal bolster entrapment. Imdrf device code a0501 captures the reportable event of internal bolster detached.

Event description:
It was reported to boston scientific corporation that an endovive one step button kit pull method was attempted to be used during a gastrostomy procedure. The exact procedure date was unknown. During the procedure, there was an unusual resistance when pulling the button up to the stomach wall. Instead of grabbing the button manually, the user pulled the button using a pean hemostatic forceps as it could not be pulled up; however, the button broke. They used another one step button 4.4cm and the procedure was successfully completed. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result after this event.